Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that a unspecified bd syringe had an incorrectly positioned plunger rod during use. The following was reported by the initial reporter: "it was reported that the black plunger inside the syringe was uneven and the consumer could not draw the correct amount. Verbatim: email:description of event: the customer was given syringes in a bag and not a box, so the material information was unavailable. Customer received product with prescription for treatment. She needs replacements to use asap. The black plunger inside the syringe was uneven, so the customer is not able to draw an accurate amount. Please advise the customer at your earliest convenience."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a unspecified bd syringe had an incorrectly positioned plunger rod during use. The following was reported by the initial reporter: "it was reported that the black plunger inside the syringe was uneven and the consumer could not draw the correct amount. Verbatim: email:description of event: the customer was given syringes in a bag and not a box, so the material information was unavailable. Customer received product with prescription for treatment. She needs replacements to use asap. The black plunger inside the syringe was uneven, so the customer is not able to draw an accurate amount. Please advise the customer at your earliest convenience."